Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer has had a motor error before in the past. Motor error occurred during priming and the fill cannula process. Customer's blood glucose level was 13 mmol/l. Customer stated that they changed the battery and this has happened 3 times. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to remove the pump battery to prevent continued alarms. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.